Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 34-year-old caucasian female patient underwent a primary breast augmentation surgery with a 400cc mentor memorygel breast implant. Post-operatively, the patient experienced baker grade IV capsular contracture of the left breast, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a 400cc mentor memorygel breast implant on (B)(6) 2022. During the explant procedure, there was a notable amount of fluid in and around the capsule, which appeared to be a local reaction within the left breast.

Manufacturer narrative:
On (B)(6) 2022, the product was returned to mentor for evaluation. On (B)(6) 2022, mentor completed a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant appears white. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. Manufacturer's reference number: (B)(4).